Manufacturer narrative:
H4: lot manufactured between (B)(6), 2020 to (B)(6), 2020. H10: four (4) devices were received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition; no white foreign matter was observed in the fluid path of all samples. The fill port caps were removed observing no damage or foreign material with connectors/caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.